Manufacturer narrative:
Product event summary: analysis confirmed the customer comment, the ventricular output connector was broken and the battery cover was broken off. It was additionally noted that both wires were "smashed" on the liquid crystal display and were replaced as a preventive, there was one line in the error log however the device powered up to an error at bench testing and the main printed circuit board was replaced as a preventive and three case screws were corroded. All found defective parts were replaced and all other identified issues were resolved.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a part of the battery drawer of the external pulse generator was broken but the drawer was still functional. The epg is still in use. No patient complications have been reported as a result of this event. It was further reported that the external pulse generator's output connectors were unable to hold a cable and that the generator was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.